Manufacturer narrative:
On 17-jan-2020 the customer reported that test results generated between quality control (qc) measurements may have been discordant. Approximately 2000 tests were run on patient samples between the two qc checks. The customer was unable to provide the patient sample test result data from the date of the complaint. A siemens customer service engineer (cse) was dispatched to inspect the instrument. During troubleshooting of the qc issue, the cse observed that a wash solution was dripping from a reaction ring wash nozzle. The dripping potentially impacted the patient sample test results between the qc checks. The cse replaced a wash valve (v19) to resolve the issue. The cause of the out of range qc test results was the wash valve (v19). The instrument is performing within specifications. No further evaluation of this device is needed.

Event description:
On (B)(6) 2020 at 10:00 am quality control (qc) materials were run on the atellica ch 930 instrument and the results were within the established qc ranges. At 4:00 pm quality control (qc) materials were run on the same atellica ch 930 instrument and the results were not within the established qc ranges. Approximately 2000 tests were run on patient samples between the two qc checks. There are no known reports of patient intervention, or adverse health consequences due to the out of range qc results.